Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir migration. No product malfunction reported. Reservoir replaced for more tubing length.